Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device evaluation was performed onsite, and the customer's allegation was confirmed. The device evaluation found the flushing pump had poor water supply. Based on the results of the investigation, it is likely this event was caused by a component failure of pump head. The most likely cause is that the performance of a consumable deteriorated as the number of usages increase. However, a definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a "pump poor flow rate during preparation for use ". There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported the subject device had a "pump poor flow rate during preparation for use ".no reports of patient harm.